Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after pre dilatation of the left anterior descending (lad) artery, a 3.0 x 23 mm xience v stent was implanted and a dissection was noted. Another stent was used to treat the dissection. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection, as listed in the IFU, is a known adverse event associated with coronary stenting. There was no report of any device malfunction at the time of implant. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG), further dilatation, placement of additional stents, or other)." A conclusive root cause cannot be determined.